Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tr-pcu5 drawers 4.2,6.1 and 6.2 failed to open and displayed a required maintenance message. The customer attempted to open the drawers from the back, performed a recover, and completed a hard reboot; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary drawer had failed. A field service engineer (fse) troubleshot the station for multiple failed drawers. Drawer 4.2 had a broken inseparable spring. The spring was swapped from drawer 6 after determining its rails and solenoid were damaged. Fse went to the depot, picked up a replacement drawer, installed it, and tested it in hardware test application (hta). The middle divider was also corrected before completing installation. The customer tested and confirmed everything was working properly. The system functioned as intended after the field service engineer repaired the device.